Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive esc and down buttons due to corroded keypad traces. No moisture damage electronic assembly during visual inspection.

Event description:
The customer reported via phone call that their insulin pump stopped working after exposure to moisture. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported the insulin pump had fluid under the liquid crystal display. Troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump was returned for analysis.